Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hpc) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The hcp reported that the patient encountered a power on reset (por) message on their patient programmer (pp). According to the hcp the patient turned the ins off when going through a security screener and then when the patient turned the ins on again the message was encountered. The hcp mentioned that the last time the battery was checked on (B)(6) 2016 the battery read "low," but the hcp did not allege that this would have been unexpected or that this was a complaint. No patient symptoms were reported and the por was cleared by the hcp. After clearing the por the low battery message appeared again. The hcp reported that the por occurred about one month prior to the call.